Manufacturer narrative:
B3: date of event; corrected information: initial MDR inadvertently reported incorrect date of event. G3: date received by manufacture (mo/dy/yr); corrected information: initial MDR inadvertently reported date. Correct date: 05/18/2021.

Event description:
It was reported via implant form that the patient's generator was replaced due to battery depletion and the lead was replaced due to high impedance. The high impedance was seen on the previous device on a system diagnostic test and previous lead. They tested the old lead with the new generator and the device still showed high impedance and thus the lead was replaced. MFR. Report# 1644487-2019-00250 previously reports adverse events for the same patient and generator however are not confirmed to be related to the patient's high impedance and thus reported separately. The lead and generator were reportedly discarded and thus have not been received into analysis to date. No additional relevant information has been received to date.